Manufacturer narrative:
(B)(4).

Event description:
It was report that during rotator cuff procedure, an osteoraptor broke inside the patient and pieces were removed with tweezers. The procedure was successfully completed without delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it was not returned in its original packaging. Two boxes attached together with the same part and lot were received. The first device found that the sutures and anchor had been deployed. The blue and white suture is still passing through the handle of the handheld device, and a loop has been tied into the suture. There is debris on the shaft. The anchor is fractured and has debris in the threads. The second device found that the sutures and anchor have been deployed. There is debris on the shaft. The anchor is fractured and has debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.